Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused a patient to expire. Additional information received indicates the patient expired from congestive heart failure and chronic obstructive pulmonary disease. The patient complained of difficulty breathing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 26, 2025 and section h11 should be reported as: the manufacturer initially received information alleging a ventilator's sound abatement foam became degraded and caused a patient to expire. Additional information received indicates the patient expired from congestive heart failure and chronic obstructive pulmonary disease. The patient complained of difficulty breathing. The device was returned to the manufacturer's product investigation laboratory for investigation. During the inspection, the ventilator passed the posttest's applicable test steps on the trilogy multifunction test station. The manufacturer visually inspected th ventilator and did not observe any visual defects. The trilogy device and allowed to warm up on the bench top. During this time there were no alarms or error codes. The device was tested on the trilogy multi-function test station and passed the applicable test steps. The device was run on the bench top without any alarms, failures or overheating. The device was opened and did not detect any signs of melted plastic inside of the device. Technician inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to duplicate any failure with the ventilator and has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.